Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced pain and erosion of the mesh. An excision of the eroded mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.